Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed without delay. The customer did not provide further information regarding the patient. A philips remote service engineer (rse) called the customer and confirmed the reported issue. The cause of the reported issue was due to a defective patient strap. The rse ordered a new patient strap through no engineer, material only. (Nemo) after replacing the patient strip with the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a patient fell off of the table. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.